Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 3.5mm, 95% stenosed, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (plad) artery. The lesion was pre-dilated. While advancing a 3.50 x 20 synergy¿ drug eluting stent (des), significant resistance was encountered. The stent implanted and post-dilated. However, post-deployment, an edge dissection distal to the stent was noted. Another stent was then deployed to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.